Event description:
It was reported that a dissection occurred, requiring additional intervention. No patient complications were reported. The patient presented as asymptomatic for a left transcarotid artery revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. A short runway measuring 4.4 cm was noted. During the procedure, a flow-limiting dissection was identified on angiography. The dissection was believed to have occurred during arterial sheath insertion and was possibly caused by the arterial sheath, the dilator, or the 0.35" wire of the nps. The dissection resulted in increased procedure time and required placement of an unplanned additional stent extending into the common carotid artery (cca) to cover the dissection. Post-procedure, no symptoms related to the dissection were reported.